Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017. The lifevest delivered an inappropriate treatment on (B)(6) 2017, the rhythm prior to the treatment was sinus tachycardia at 155 bpm. The post shock rhythm was sinus tachycardia at 155 bpm. The response buttons were pressed prior to and following the treatment. The patient passed away on (B)(6) 2017. The device was shut down on (B)(6) 2017 at 22:52:24.